Event description:
It was reported that the patient was "shocked" while walking around industrial equipment on (B)(6) 2005. Eight years later, it was reported that the patient was going to have their device removed on (B)(6) 2013. In (B)(6) 2005 the patient had experienced a shocking or jolting sensation in the lower leg. The device had been reprogrammed. It was also stated that two years after implant in 2005 or 2006 the patient fell due to excessive stimulation. The patient has not used the device since then. It was noted that periodically the patient would turn the stimulation on and experience pain. It was stated that the patient saw a medtronic representative "a few years ago" and he was told that the leads were broken. It was reported that the patient has a peripheral nerve stimulator for lower extremity neuropathy. No further information was provided.

Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3988, lot# n26667, implanted: (B)(6) 2003, product type: lead.